Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed do to using the sensor coming off the body. The customer stated that they experienced inaccurate readings and had issues with reading the screen of the device. The customer is no longer on the insulin pump and declined troubleshooting. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.